Event description:
A report was received stating the ventilator pressure spiked during ventilation of a patient. The patient was removed from the device and placed on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: rx201505-1739. A covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse performed extended self-testing on the device and all performed tests passed.